Manufacturer narrative:
The hospital declined to provide reporter's name.

Event description:
The international customer sent the v60 unit to the international service center with report that the unit was operating with battery even though the unit was used with ac power. There was no patient involvement.